Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that bleeding of 50 to 100 cc's occurred during a laparoscopic adnex double procedure. The device was being used on the ligamentum infundibulo pelvicum. End tones, indicating a completed seal cycle, were heard. Another ligasure was used to control the issue and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. The force triad generator was returned for evaluation. The investigation found the unit to function normally and within specification. No failure mode was identified. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.